Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the probe was continuously activating. Procedure was completed successfully.

Manufacturer narrative:
Gtin: confirmation of probe is unk. The device manufacture date is not known. Alleged failure:continuous activation. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the probe was continuously activating. Procedure was completed successfully.